Event description:
It was reported that during planning, the image of the bone and implant were mismatched. The femur implant was floating off on the medial side. Went back and re-collected landmarks, and adjusted plan, which did not change how the image looked. The surgeon did not understand why this would appear this way. Also, the plan said 9.5mm from the lateral condyle were taken off, and at the burr screen, there was no color to burr. Recognized it was a valgus knee, but could not understand why if planned for 9.5mm medially, it had doctor burr that side. But, when planning for the same exact resection number, the lateral side did not remove any bone at all. Surgery was completed with manual instrumentation from s+n and delay of 30 minutes and no patient injuries were involved.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user for implant planning and usage of the device. Review of the log files confirmed the issue. It was found that the issue was caused by the navio implant initial placement algorithm. In navio: the implant centers itself on the resection so in a case where one of the distal condyles is more distal than the other by more than the thickness of the implant, then there is resection on one condyle only and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. This has been determined to be a bug and the root cause is a software failure. This issue will be further investigated by the software engineering team. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed.